Event description:
The customer alleges that the cuff would not deflate. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). The review of the manufacturing documentation of lot 14311 showed no manufacturing errors during any step of the production process. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The graduation marks on the shaft were clearly visible. The inspection of the white and yellow luer and luer-lock connectors, and the control balloons did not reveal any irregularities. The yellow inner balloon was inflated and deflated without any difficulty and did not show any irregularities. The white outer balloon could not be inflated during functional testing as there was an occlusion in the lumen of the outer balloon. Based on the investigation performed, the reported complaint was confirmed. The root cause was found to be manufacturing related and corrective actions were implemented at the manufacturing site.

Event description:
The customer alleges that the cuff would not deflate. No patient injury reported.